Event description:
Customer reported device = hi. Customer had just been released from hospital. Retest = hi. Customer went to emergency room (ER) 2 hours later. Customer's device = 285 mg/dl and hospital device = 283 mg/dl. Customer was given an IV. No controls used. A request was made for return product and replacement product was sent.